Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5071 implantable pacing lead, implanted: (B)(6) 2009, 6940 implantable tachy lead, implanted: (B)(6) 2000, 6945 implantable tachy lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that device had reached battery depletion early. The device was explanted and replaced. No patient complications have been reported as a result of this event.